Manufacturer narrative:
Updated fields: b4,d9,g3, g6,h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected field: h6 medical device problem code. It was reported by customer that before use the cardiosave intra-aortic balloon pump (iabp) unit won¿t turn on. Device had water spilled on unit. Unit has numerous circuit boards damaged. A getinge field service engineer (fse) stated that the cost of repair is more than the price of a new unit purchase. Customer has chosen to not repair this unit.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a system failure and not turned on before use. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.